Event description:
The following has been reported: biomed reported: "note on defective stricker states:" same tubing w/different pump error w/ tubing message date: (B)(6) 2025" tested no problem found. Searched history log. Only have 2 entries in the history log." Patient harm: unknown a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky fva pins. There was noticeable contamination on the fva pins. A cleaning was performed and the pump was able to complete a mock infusion. It was also found the rear cover o ring is unseated and will need to be replaced.

Event description:
No pump was returned; therefore, the complaint could not be confirmed or refuted. An internal investigation has been opened to investigate the reported issue. Due diligence has been completed and no pump was returned for evaluation. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.